Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated it was unknown if a patient was involved, or if there was a report of patient injury or medical intervention or adverse reaction in association with this event. The condition will not be further clarified because the customer has requested not to be contacted. The user interface module master software version is 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during evaluation. The cause of the damaged battery was due to user error. The main batteries and battery harness were replaced to fix the reported condition. The device has been previously sent into service for the reported condition of battery damaged. During previous service on (B)(4) 2010, (B)(4) 2009, (B)(4) 2008, (B)(4) 2008, and (B)(4) 2007 for "battery damaged," the batteries and battery harness were replaced each time.

Manufacturer narrative:
(B)(4).